Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump exchange was reported under medwatch MFR report #2916596-2015-01168 (B)(4). Approximate age of device ¿ 4 months. (B)(4). The pump was not explanted and is not available for analysis. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient presented with chest pain radiating to the back. Some pump power elevations to the 5.5 watt range were noted, which were higher than the patient's baseline. The patient reportedly had a history of a hypercoagulable condition and the goal inr was 3.0-3.5. The admission inr was 2.26. The patient was started on a heparin drip. It was reported that the patient had a CT-angiogram that was negative for aortic dissection. A left heart catheterization showed a small thrombus occluding the distal portion of the right coronary artery that was not amenable to percutaneous coronary intervention. On (B)(6) 2015, the patient developed difficulty swallowing and an acute left facial droop. A stat head CT showed a new right frontal intracranial hemorrhage that was a possible hemorrhagic conversion of an embolus. It was reported that the heparin infusion was stopped and the patient remained only on low dose aspirin. A repeat CT scan on (B)(6) 2015 showed a worsening subarachnoid hemorrhage. It was stated that the pump powers were elevated up to 7.5 watts. The patient did not wish to have a craniotomy if indicated and elected to be a do not resuscitate status. It was reported that the patient's pump was disconnected on (B)(6) 2015 per the patient and family request. The patient expired on (B)(6) 2015.